Manufacturer narrative:
Unit was received with critical pump error (open book) and pump error noted in alarm history due to moisture damage noted on force sensor. Unable to verify pump error due to critical pump error. Unable to performed displacement, rewind, seating and basic occlusion due to critical pump error. Unit was received with cracked retainer, minor scratched display window, fading serial number label and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error in the motor detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that his pump wants him to rewind. He stated he will select rewind and it will not take. He stated the pump wants him to restart the pump and then goes back to rewind. Customer stated they are not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.